Event description:
Dr reported that two abutments broke in function. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1998-00430.

Manufacturer narrative:
No observable defects could be found with the component themselves. Measurements taken met design requirements. Co was unable to review the lot histories of the subject products since the product's lot numbers was unavailable from the doctor's office.